Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection examined the exterior and found encrustation in the drainage eyes and on the shaft. Inflated the balloon with 30cc of water and administered flow rate testing. The catheter did not flow. The drainage eyes were blocked with encrustation. This occurred during use and was not manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Do not use if package is damaged to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4).

Event description:
It was reported that the catheter stopped draining on the second week of use. The user believed that it was blocked by something. It was stated by the user that the catheter would normally last between four to six weeks. There was no known change in environment or drugs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter stopped draining on the second week of use. The user believed that it was blocked by something. It was stated by the user that the catheter would normally last between four to six weeks. There was no known change in environment or drugs.